Event description:
It was reported that the ureteral catheter tip was ruptured and it was left in the patient's kidney. Doctors believed that it was naturally excreted. Per follow up information received via ibc on (B)(6) 2021, it was unknown if there was any impact to the patient.

Manufacturer narrative:
The reported event was confirmed ¿ unknown cause. The reported failure was able to be reproduced. Potential root cause for this failure could be due to defective part from supplier or excessive force used when resistance encountered. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "(1) do not forcibly insert or remove the stent. It may injure patient or/and damage this product. (2) avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. (3) avoid contact with sharp edges as this may cause damage to the stent. If grasping device is used, the stent should be removed from ureter first. Tearing of the stent can be caused by sharp instruments. (4) determine the proper stent length for the patient. Selection of too short a stent may result in migration. (5) in the event of stent migration, cystoscopy or ureteroscopy should be used to return. The stent to the original position or remove from the patient body. (6) any signs of infection in the location of the stent placement require removal of the stent. After checking the condition of the patient, a new stent should be placed. (7) care should be exercised when removing the stent to eliminate tearing or fragmentation". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral catheter tip was ruptured and it was left in the patient's kidney. Doctors believed that it was naturally excreted. Per follow up information received via ibc on 07oct2021, it was unknown if there was any impact to the patient.

Event description:
It was reported that the ureteral catheter tip was ruptured, and it was left in the patient's kidney. The doctors believed that it was naturally excreted. Per follow up information received via ibc on (B)(6) 2021, it was unknown if there was any impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral catheter tip was ruptured and it was left in the patient's kidney. Doctors believed that it was naturally excreted.

Event description:
It was reported that the ureteral catheter tip was ruptured, and it was left in the patient's kidney. The doctors believed that it was naturally excreted. Per follow up information received via ibc on 07oct2021, it was unknown if there was any impact to the patient.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The product had caused the reported failure. Based on the evaluation, the tip of the tigertail was broken and the broken tip was returned for evaluation. Sample have been sent to supplier for further investigation. Scar has been issued to supplier for address this issue. A potential root cause for this failure could be ¿defects component from supplier¿. The DHR review could not be performed without a lot number. However, scar has been issued to supplier for address this issue. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "tigertail tm ureteral catheter bard ® inlay optima tm stent set is indicated to relieve obstruction in a urinary tract and to be used for urethral catheterization from renal pelvis to urinary bladder. Each disposable kit contains several packaged medical devices that are necessary for stent placement in ureter. 2-precautions for use <ureteral catheter> when using the t iger t ail tm ureteral catheter , especially without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, retrieve with an endourology grasping device. (2) do not withdraw the ureteral catheter while it is deflected in endoscope. (3) avoid sharp bending of the ureteral catheter. (4) when performing drainage of urine, retrograde visualizations etc. Though the ureteral catheter, attach the ureteral catheter adapter to the tip of ureteral catheter. (5) do not over tighten the catheter adapter. Over tightening of the catheter adapter may occlude the lumen of the catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.